Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2009: it is alleged that the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2009: it is alleged that the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with left direct inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿ direct large hernial defect was dissected and reduced. Extra iarge perfix plug was inserted into the defect and the plug was anchored with sutures. The mesh was placed along the floor and anchored around the cord with suture creating new internal ring." (B)(6) 2009 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the removal of mesh. Per operative notes, ¿ a very large piece of mesh displaced into cord was excised. The direct hernia was repaired by reapproximating the transversalis fascia to the shelving edge of the inguinal ligament using suture." Attorney alleges that the patient had loss of testicles, mesh migration, hernia recurrence, and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 11 months post implant of perfix plug, patient was diagnosed with hernia recurrence and mesh migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.